Event description:
Vent fail message during use. No patient injury reported.

Manufacturer narrative:
The hospital biomed checked the electronic log file and found entries related to a blocked pressure sensor. The atlan was analyzed by a dräger service technician subsequently. The pressure sensor was checked without finding. The printed circuit board (pba connector board) was replaced to remedy a potential failure related to the pressure measurement. The board was returned to the manufacturing site and subject to both visual inspection and a functional test in a comparable atlan device. The reported issue could not be reproduced. The root cause could finally not be determined. The atlan detected a deviation related to the pressure sensor and reacted as specified by stopping mechanical ventilation and generating a correspond alarm. In case mechanical ventilation fails, manual ventilation, gas dosage and monitoring remain available to continue the case. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail message during use. No patient injury reported.